Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed psi test during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. During functional testing, the reported failed psi (pounds per square inch) test was not reproduced. The device was tested for downstream occlusion detection and was able to properly detect a downstream occlusion. However, the evaluator found the downstream out of range, which is known to contribute to downstream occlusion testing failures. A review of the event history log revealed multiple events of "downstream occlusion!" However the log cannot be used to determine if the alarms occurred within intended testing ranges. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration downstream sensor. The downstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.